Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home while on hospice. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. A direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established during this evaluation. Multiple attempts were made to obtain additional information regarding the reported event, as well as the pump¿s return status; however, no further information was provided by the account and the device has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.